Event description:
It was reported that during a routine check that the cs300 intra-aortic balloon pump (iabp) had noise coming from the fan. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "noise coming from fan" issue. The fse powered on the unit, listened to the fans, and there were no unusual sounds were detected. Unit passed all calibration, functional, and safety tests per factory specifications, returned to customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).